Manufacturer narrative:
Preliminary analysis revealed a premature battery depletion. The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was changed and will be returned for analysis (to evaluate possible premature battery depletion).

Event description:
Reportedly, the subject device was changed and will be returned for analysis (to evaluate possible premature battery depletion).

Event description:
Reportedly, the subject device was changed and will be returned for analysis (to evaluate possible premature battery depletion).